Manufacturer narrative:
D3 manufacturing entity: updated d4 expiration date - added d9 returned to manufacturer on - updated d9 product available to stryker ¿ updated h4 manufacturing date ¿ added. H3 summary attached - updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During functional inspection, an unsuccessful attempt was made to flush the catheter. A demonstration 0.014" guidewire was passed through the device and got stuck 84cm from the hub. The catheter was blocked with contrast. The catheter shaft was cut in an attempt to inflate the balloon. The balloon was inflated and deflated without difficulty and no leaks were noted. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The product was returned for analysis and the balloon catheter shaft was noted to be blocked/occluded with contrast. The catheter shaft was cut and the balloon inflated and deflated without issue. Therefore the reported event of balloon leaked during use was not confirmed during analysis. The as analyzed defect ¿balloon catheter shaft blocked/occluded¿ will be assigned will be assigned procedural damage as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. As the balloon was able to be successfully inflated during analysis, an assignable cause of not confirmed will be assigned to the as reported 'balloon leaked during use'. The issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during preparation of the balloon (subject device), the physician found contrast media on her gloves. The balloon was continued for use with the procedure; however, contrast media was found leaking during the procedure. No further information is available.

Event description:
It was reported during preparation of the balloon (subject device), the physician found contrast media on her gloves. The balloon was continued for use with the procedure; however, contrast media was found leaking during the procedure. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.